Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with scratched case however, no cracks noted at reservoir compartment during visual inspection. Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery keeps going out after week plus, retainer ring was crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.